Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) due to not wearing the pump and receiving insulin therapy. Customer was hospitalized and was treated with intravenous insulin. Tandem technical support assisted the customer with putting the pump in storage mode. No additional information was provided.